Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product cnwtt3-t6 that is sold in the united states under (PMA/510(k) # (p190018).¿ the manufacturer internal reference number is:(B)(4).

Event description:
A health care professional reported that noticed that the lens was scratched before surgery hence it was not implanted. Additional information has been received and it states that the surgeon mistakenly loaded using a cartridge and scratched the lens during loading. She didn¿t realized the scratch through the middle of the optic until it was implanted. She explanted on the spot during initial procedure and used the unspecified backup lens. Essentially user error. She used a handpiece and loads with viscoelastic as routine and the explanted lens was not kept.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. The complainant indicates the use of company cartridge, which is not qualified for use with the associated iol (intraocular lens) model and diopter. It is stated in the file she mistakenly loaded using a company cartridge and scratched the lens during loading. The reported complaint was not observed as no sample was returned for analysis however, based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the surgeon states the use of non-qualified cartridge. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).